Manufacturer narrative:
On 30-sep-2025, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Furthermore, per internal review on 20-oct-2025, it was determined that the h6 health effect - clinical code for "arrhythmia (e0601)" and the h6 health effect - impact code for "prolonged hospitalization (f1908)" apply to this complaint. However, the patient events of arrhythmia and prolonged surgery are considered not serious. No medical or surgical intervention was required, and there is no indication that the events are life threatening. The events did not result in permanent impairment of a body function or permanent damage to a body structure and there was no report of prolonged hospitalization. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a 8.5 fr varipulse catheter and there was a leakage current through the device. Signal interference occurred on all channels (electrocardiogram and body surface) while the catheter was inside of the patient's body. Transseptal had already been performed. There were no available signals to monitor the patient's heart rhythm. This occurred while the patient was under general anesthesia an hour into the case. The catheter cable and catheter were replaced and the issue resolved. There was a 40 minute troubleshooting time. The procedure was then completed over the next 3-and-a-half hours. No patient consequences were reported.

Manufacturer narrative:
Per internal review on 4-nov-2025, it was identified that bwi had already reported this event under manufacturer report number 2029046-2025-03411. As a result, no further reports will be submitted under the current manufacturer report number (2029046-2025-03287). Manufacturer's reference number: (B)(4).